Manufacturer narrative:
On 4/5/2020, a manufacturing record evaluation (mre) was performed for the finished device number 6599116, and no non-conformance's related to the reported complaint were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: overly narrow implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 455cc and experienced rupture and breast pain on the left breast implant. On (B)(6)2020, it was reported to mentor that the patient experienced device migration and capsular contracture on the left side . There was no rupture. The right implant was overly narrow implant. The patient had undergone surgical intervention to remove the right implant and revise capsule. As a result, the patient had undergone removal and replacement with saline 450cc breast implants on (B)(6) 2020. This medwatch is for the right side.